Event description:
A report was received that the patient was experiencing pain at the lead site. The patient underwent a revision procedure wherein the lead and click anchor were replaced. No device malfunction was suspected; only the patient¿s lead migrated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. No device malfunction was suspected; only the patient¿s lead migrated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Sc-2352-70 (sn (B)(4)): as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-8216-70 (sn (B)(4)): device evaluation indicated that the lead passed external visual test performed. Device exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16480783, description: next generation anchor kit-sterile. The explanted clik anchor was not returned to bsn as it was discarded by the medical facility. It is indicated that the click anchor will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the lead site. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. No device malfunction was suspected; only the patient¿s lead migrated. The patient was reportedly doing well postoperatively.